Event description:
The customer reported no flow. On an unspecified date, the unspecified primary tubing set was being used to deliver an unspecified medication, at an unspecified rate. On (B)(6) 2013, at an unspecified time, the male adapter of a primed unspecified secondary tubing set was connected to an unspecified y-site of the primary tubing set for a piggyback delivery of merrem 2 gm/100 ml, at an unspecified rate. After an unspecified length of time, the customer contact reported no flow of solution from the secondary solution container into the primary tubing set. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, not additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.